Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info that this pt was feeling tired and fatigued. The device was interrogated post holter monitoring as the physician had thought the pt had pacemaker wenckebach behavior. Amplitudes had decreased from 5.6 mv to 1.6 mv and sensitivity was reprogrammed. The lead was able to capture but thresholds could not be validated as loss of capture was not documented. It was reported that the pt had stumbled shortly after implant and had used their arm for support, during which they reported feeling a pull and a sting. It suspected this lead had dislodged. Technical services discussed programming and suggested an x-ray to verify lead placement. It was later reported that this lead was explanted. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.